Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly within one day. Reportedly, the customer's blood glucose level was within the expected ranges. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.